Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 05, 2024.

Manufacturer narrative:
Correction: the correct device is nucleus ci622 cochlear implant with slim straight electrode; not nucleus ci632 profile plus with slim modiolar electrode as previously reported. Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on april 1, 2024.